Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump currents are in specification. No unexpected low battery alarm. The insulin pump was received with stripped battery cap coin slot, minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had a hairline crack by the threads of the insulin pump, where the battery cap screws in. The customer's blood glucose was 498 mg/dl. The customer had treated their blood glucose with the insulin pump. Customer also reported that they were unable to remove the battery cap from their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.